Event description:
Additional information reported stated that the patient was seen on (B)(6) 2014 and the lead continued to exhibited under sensing. The patient will continue to be monitored.

Event description:
It was reported that the right ventricular lead exhibited undersensing. The patient would be reassessed in two months.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.